Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) coronary artery. It was a small vessel. The patient was implanted with a xience sierra 2.5 x 12 mm stent on (B)(6) 2018 in the lad. The next morning, there were st-wave changes so patient was brought back to the cath lab. After inravascular ultrasound, the area around the stent showed thrombosis confirmed via angiography and the stent was not fully expanded. The lesion was discovered to be a 4.0 mm. The stent was then further expanded with a non-abbott balloon. There was clotting discovered further distal to the stent so another xience sierra stent was deployed in the lad. Patient came back 3 times in total. It was proven after further testing that patient has a clotting disorder not caused by the stent. Patient is still at the hospital but is stable. No additional information was provided.

Manufacturer narrative:
(B)(4) the device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of thrombosis is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported difficult to deploy. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.